Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on january 6th, a hysteroscopy with curettage with a novasure and laparoscopic unilateral salpingectomy was performed. In the follow-up, the patient complained about the amount of discharge. The doctor sent the patient for an ultrasound and the findings show 5mm fluid in the uterine cavity. The fluid changed to pink and is now red and the doctor said that she described changing a pad 2-3 hours with some left-sided pain handled by ibuprofen. No fever. The doctor also said that in the initial procedure perform the salpingectomy second and under laparoscopic view, no issues were noted, no fluid in the peritoneal cavity no injury on the uterus was observed. No additional information is available.